Event description:
The patient developed an open wound after a right mastectomy along the mastectomy incision which then exposed the silicone implant at which time the implant was removed. Several months later, the patient underwent expander placement in the right breast. A few months later, the patient had the expander changed to a silicone implant. The patient plans to have nipple reconstruction. There was no harm to patient.======================manufacturer response for silicone gel implant, silicone gel implant (per site reporter).======================unknown.what was the original intended procedure?right mastectomy with expander implant reconstruction for symmetry.